Event description:
Datascope 8f 34-cc balloon catheter failed to inflate. It was removed from the pt and another was inserted and augmentation was achieved immediately and without difficulty. There was no adverse effect to the pt.

Event description:
Add'l info rec'd from MFR 8/9/01: the iab was received for evaluation intact with the membrane noted to be loosely folded. Blood was observed on the exterior of the iab. No kinks were noted in the catheter or inner lumen. No sheath assembly was returned with the iab. The iab fully inflated after 1 cycle of pumping. The iab pumped satisfactorily on the lab pump at 100 and 140 bpm. No alarms were triggered. It is not possible to determine the exact cause of the reported difficulty based on the event description and the examination of the iab.